Manufacturer narrative:
(B)(4). Product returned, but evaluation is in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 104 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 125 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 102mg/dl, (B)(6) 2015, 08:55pm. Fasting: no; 34mg/dl, (B)(6) 2015, 08:35pm. Fasting: yes; 84mg/dl, (B)(6) 2015, 08:27pm. Fasting: no; 98mg/dl, (B)(6) 2015, 08:49pm. Fasting: yes; 50mg/dl, (B)(6) 2099, 09:00am. Fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 104 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 125 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is 06/29/2015. (B)(6). Adverse event not reported. S/n #(B)(4), model #trueresult. Investigation required.